Event description:
Three ml syringes with needles 22g, 1 in. Rptr has noticed on many of the syringes that the rubber head on the plunger inside the syringe is not uniform across a specific volume, i.e., it is at an angle. It can be off as much as 0.1 ml on the side opposite where he makes his volume determination. This would result in incorrect volumes being measured.